Event description:
It was reported the st holster made a cracking noise during the first sample and the case was aborted. No patient consequence occurred. The patient will be rescheduled within the next two weeks. After the case, it was noticed the cable to the green connector was frayed.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.